Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the device had no telemetry. The device case was opened and the battery was removed and replaced with a power supply. The measured battery voltage was 0.783 volts. Measurements of internal circuitry were normal at room temperature, however, a high current condition was measured when the device was heated to body temperature. Detailed analysis isolated the high current drain to a low-voltage power supply capacitor which had been mounted backwards. Analysis concluded the backwards capacitor caused the high current drain, depleting the battery and leading to loss of telemetry. Further investigation by a cross-functional group is ongoing to determine the root cause.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated with two different sets of programmers and wands, nor the latitude communicator. There was also no magnet response. This device had been implanted less then one year. This device was removed from service without adverse patient symptom, as the patient is not pacemaker dependent.

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.